Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced severe urinary incontinence, vaginal pain, pelvic pain, discharge, painful intercourse, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device implanted (B)(6) 2009.